Event description:
Review of the post market surveillance survey noted that the surgeon is dissatisfied with the locking mechanism of the tibial insert and tibial baseplate.

Manufacturer narrative:
Conclusion: this reported event represents a customer opinion. It was reported that the customer generally does not like the locking mechanism between the two devices. However, upon further discussion with the surgeon he says he is now satisfied with the system. There were no adverse events reported. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Review of the post market surveillance survey noted that the surgeon is dissatisfied with the locking mechanism of the tibial insert and tibial baseplate.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown unicondular tibial insert ((B)(4)). This information was received via a post market surveillance surgeon survey. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.